Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the touchscreen monitor needed to be replaced. The touchscreen monitor was then replaced. The failure was resolved and the system performed as intended.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the monitor of the navigation system would not display an image after sometime. There was no patient present at the time of the issue.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor had no dis play when powered on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.